Manufacturer narrative:
The technician replaced the head end brake casters, supports and screw cover to resolve the issue.

Event description:
The technician alleged the brakes are not holding on the head of the bed. No pt impact.